Event description:
It was further reported that the procedure being performed was an abdominal aortogram/bilateral extremity arteriogram/aborted left superfical femoral artery pta. The lesion being treated was a calcified, 50% stenotic lesion located in the left superficial femoral artery. The physician was using a 6f pinnacle introducer sheath which was later exchanged for a 7f pinnacle sheath. Approximately 5 inches of the coating from the proximal end of the starter/bentson ptfe guidewire came off, but none of the coating was left in the pt. The pt remained asymptomatic during this event. The procedure was aborted and the pt was rescheduled for angioplasty. The pt's current status is listed as 'good'.

Event description:
The returned device revealed kinks at seven locations: scraped / frayed ptfe coating was noted at 41.9 to 44.2 cm and 61.2 to 64.6 cm from the distal tip. Except where noted, the device appeared to be visually and dimensionally correct. Microscopic examination revealed evidence of poor coating adhesion in the damaged coating regions. The damaged coating was present in the more severely bent area of the specimen. The wire surface appeared to present sufficient etching for adequate coating adhesion. Sem analysis did not indicate evidence of contaminants on the wire surface. The device did not present any evidence of fracture. The damage to the coating was consistent with excessive wear due to constraint on the guidewire and/or catheter while attempting to advance one or both devices.

Event description:
It was reported that during a lower extremity arteriogram procedure, the coating of the starter/bentson ptfe guidewire came off of the wire causing it to lose rigidity. The physician was unable to exchange a sheath over it, so a dilator was inserted and the guidewire was successfully removed. The procedure was aborted for an unspecified reason. No pt injury or complications were reported. Pt status is reported as 'okay'.